Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system on-site. The imaging system door open/close winch assembly, gantry motion controller, and rotor home optical switch were all replaced and the issue was resolved. All three replaced parts were returned to the manufacturer for analysis. No fault was found with the gantry motion controller, and bent screws were found in the winch assembly kit. However, analysis of the door open/close optical switch confirmed that it was broken. This directly caused the reported malfunction. The optical switch was confirmed to be the root cause of the issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system gantry door could not be opened or closed using the pedant prior to a 3d spin. The system reportedly made a clicking noise when the open/close button was pressed but the door would not move. The door was manually opened and removed from the operating room. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully after a reported delay of 30 minutes. The patient was not impacted.